Manufacturer narrative:
(B)(4). Retainer: black, the insulin pump passed the displacement test and self test. Successfully downloaded history files using thus. No pump error alarm noted during testing however, review of the history download shows pump error (line 24578 file 46045), (line 24582 file 32232), and (line 5632 file 2005) alarms between (B)(6) and (B)(6) 2021 due to a software error and hardware fault. Problem isolated to the electronic assembly (pcba 1 and pcba 2). No damage or moisture damage on pcba 1, pcba 2, the motor, and force sensor noted during physical inspection. The pump was received with scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had software error. Customer stated that they were able to clear and able to complete the rewind. Self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.